Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was broken device. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the event of ¿at the time of insertion, pressure was made, and the implant was broken.¿ patient contact occurred.